Event description:
It was reported that during reprocessing, the videoscope was returned without the ethylene oxide (gas) cap resulting in scope damage. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause could not be presumed and while the device malfunction was confirmed, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use in: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.